Event description:
The account's maintenance stated that the casters are not holding in brake mode at the head end of the bed.

Manufacturer narrative:
The account replaced the head end brake casters to repair the bed.